Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient did not provide the date charging issue occurred. The slow charging issue has not been resolved. Rep believed it is due to the delay in charging level following a charge session. This information has been confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it took the patient a long time to get to 50% and then they noticed that the charge level would often increase after they finished charging. It was reviewed that there could be a delay while their recharge level settled in after a charge session was complete. The patient had to take their recharger off their pocket site once they reached 50% as their pocket site becomes sore. No further complications reported.